Manufacturer narrative:
(B)(4). The customer returned one guidewire and lidstock for analysis. Visual analysis of the guidewire confirmed that it was separated towards one of the welds. The weld had separated and was not returned. The coil wire was unraveled. Definite signs of use were observed as the guidewire was returned with biological material on the body. Microscopic examination confirmed the damage and revealed that the point of separation on the core wire was pinched and slightly curved. The opposite weld was still intact and appeared full and spherical. The kink in the guidewire was measured 92mm from the proximal weld. The core wire measured 306mm , which is not within the specification limits of 331mm - 340mm per the guidewire product drawing. This confirms that the core wire was separated, and the missing portion, approximately 25mm - 34mm, was not returned. The guidewire outer diameter measured 0.61mm, which is within the specification limits of 0.61mm - 0.64mm per the guidewire product drawing. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The customer report of a separated guidewire during use was confirmed through investigation of the returned sample. Visual inspection revealed separation of the weld, and dimensional analysis identified the point of separation on the core wire approximately 25-34 mm from the weld. A device history record review was performed, and no relevant findings were identified. R & d was previously consulted that the core wire is intentionally designed with a thinner core wire at the tips to enhance flexibility during insertion. However, this narrowed region may be more susceptible to separation under excessive tensile force. Such force is likely if the guidewire comes into contact with sharp objects, such as a needle bevel. In this case, it is likely that the needle bevel caught the spring coil and exerted a cutting force on the narrow core wire during removal , resulting in the observed separation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the returned sample and input from r & d engineering, the event was likely caused or contributed to by unintentional use error. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the guide has a defect during insertion of the guide preventing a proper catheter insertion. The guide unraveled." Additional information received states "after manipulating the guide to advance it through the catheter and out the other side, I noticed that the guide was not advancing. That's when I noticed that the guide had completely unraveled." The guide was removed and a new arterial puncture was performed with a new kit. There were no consequences for the patient apart from slightly heavier bleeding at the puncture site when the dressing was applied. The patient's current condition is reported as "serious but no link with the incident.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide has a defect during insertion of the guide preventing a proper catheter insertion. The guide unraveled." Additional information received states "after manipulating the guide to advance it through the catheter and out the other side, I noticed that the guide was not advancing. That's when I noticed that the guide had completely unraveled." The guide was removed and a new arterial puncture was performed with a new kit. There were no consequences for the patient apart from slightly heavier bleeding at the puncture site when the dressing was applied. The patient's current condition is reported as "serious but no link with the incident."